Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were calling back to report issues with the insulin pump. The insulin pump had a constant tone. Therefore, she had to take the battery out for over 10 minutes, to get it to restart. However, the insulin pump still had constant tone. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit was received with operating currents within specification and passed self-test and displacement test. No unexpected battery alarms including low battery alarms were noted. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Unit was monitored for 24 hours and no unexpected audio beep alarms or frozen screens were noted. Unit was received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit was received with minor scratched display window and case.